Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, shortly following system implant procedure, that the patient was admitted to the emergency room with thrombosis; the patient had neck and facial swelling, along with trouble speaking and swallowing. An ultrasound revealed jugular vein thrombosis. The patient was intravenously given anti-coagulants. A few days later, the patient was noted to have less trouble speaking and swallowing. On (B)(6) 2018 the patient was discharged from the hospital and prescribed anti-coagulants. The patient¿s condition was stable and would be followed normally. There is no known allegation from a health professional that suggests the thrombosis was system related.

Event description:
New information noted that the patient presented to the emergency room; the patient experienced a cerebrovascular accident on (B)(6) 2018. The patient was transferred to ICU and was intubated. There is no known allegation from a health professional that suggests the cerebrovascular accident was system related. No further information was reported.